Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced overdose symptoms, which included lower extremity weakness. The location of this issue or symptom was indicated to be the catheter track. On (B)(6) 2014, the patient was admitted to the hospital. A flipped pump was confirmed and a revision was planned. The pump easily flipped in the patient¿s abdomen. On an unspecified date, healthcare provider (hcp) withdrew 35ml of drug, however, 26ml was predicted. This confirmed the idea that the pump was ¿flipping/kinking/bolusing, etc.¿ it was indicated that the positioning of the device was correct. The device or devices were to be surgically corrected ¿normally¿ on (B)(6) 2014. However, as of (B)(6) 2014, it was indicated that the patient recovered with permanent impairment. Information pertaining to the patient prior to having intrathecal baclofen was noted, but was illegible as reported. The final patient outcome was not reported. If additional information is received, a follow-up report will be sent. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent. The device system was used to deliver lioresal.